Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the cuvette formation failure. Samples and reagents were dispensed into cuvettes, and the cuvette windows became dirty, causing discrepancy in results. A siemens customer service engineer (cse) was dispatched to the customer site. The cuvette failed photometric quality control check. The cse replaced the heat torch and adjusted pressure regulator. The cause of the discordant results was due to a cuvette formation failure. As per the dimension exl 200 operator's guide, for a result flagged with an abnormal reaction error "this result cannot be reported. Align the sample and reagent probes, and then rerun the sample" and for a result flagged with below assay range error "sample has very little or no concentration of the analyte, insufficient sample, is falsely depressed because of interfering substances, or there was an instrument system failure. Each laboratory should establish its own protocol for addressing the "below assay" test. Siemens is investigating the issue.

Event description:
The customer obtained intermittently bad cuvette errors on a dimension exl 200 instrument. Gamma glutamyl transferase, (wako) glutamic oxaloacetic transaminase, (wako) glutamic pyruvic transaminase, (wako) alkaline phosphatase, (wako) lactate dehydrogenase, albumin, total protein, blood urea nitrogen, enzymatic creatinine, uric acid, c reactive protein, amylase, (wako) total bilirubin, hdl cholesterol, ldl cholesterol, (wako) cholesterol, (wako) triglyceride, glucose, hemoglobin a1c, (wako) creatine kinase and (wako) lactate dehydrogenase were ordered for four patient samples. The patient results were flagged with below assay and abnormal reaction errors. The results were not reported to the physician. It is unknown if the samples were repeated. It is unknown if the corrected results were reported to physician(s). The reporting of the results was delayed for five hours due to the issue. There are no reports of adverse health consequences or patient intervention due to the discordant results.

Manufacturer narrative:
Additional information (22-november-2017): a siemens headquarter support center (hsc) specialist reviewed the logfile. There were no error messages associated with a cuvette formation failure. All conditions were met for proper temperature and pressure during cuvette formation. The cause of the discordant gamma glutamyl transferase, (wako) glutamic oxaloacetic transaminase, (wako) glutamic pyruvic transaminase, (wako) alkaline phosphatase, (wako) lactate dehydrogenase, albumin, total protein, blood urea nitrogen, enzymatic creatinine, uric acid, c reactive protein, amylase, (wako) total bilirubin, hdl cholesterol, ldl cholesterol, (wako) cholesterol, (wako) triglyceride, glucose, hemoglobin a1c, (wako) creatine kinase and (wako) lactate dehydrogenase results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.